Event description:
The pt has two leads from the same lot. It was reported the pt was feeling stimulation in his ribs. An x-ray was taken and it was found that one of the leads had moved. F/u indicates that on (B)(6) 2013 the lead was revised and repositioned. Effective therapy was regained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.